Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer remotely and confirmed that there was no x-ray possible at the system because of the defective detector. Rse instructed the customer to replace the detector. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that there was no x ray. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x ray was not possible. Troubleshooting actions showed a problem with the detector. The fse replaced the detector and returned the system to use in good working order. Philips has continue to investigation of the complaint.